Event description:
Surgeon was utilizing the midas rex drill to enter skull for craniotomy. When the perforator stopped, the regulator (midas rex drill) continued to spin, wrapping the cord around the device 4-5 times. Surgeons' hand was caught in the cord.